Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one of them has moved') and pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "I had ablation done the same day I had essure implanted". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), inflammation ("chronic inflammation"), fatigue ("tired"), amenorrhoea ("I haven't had a period in 10 years"), abdominal distension ("I still get massive bloat"), swelling ("swelling"), mood swings ("major mood swings"), skin irritation ("skin irritation"), arthralgia ("joint pain"), allergy to metals ("I'm allergic to nickel") and malaise ("sick") and was found to have vitamin d decreased ("low vitamin d"). The patient was treated with 8-tetrahydrocannabinol, cannabinoids nos, vitamin d nos (vitamin d) and surgery (hysterectomy). Essure was removed. At the time of the report, the device dislocation, pelvic pain, fatigue, amenorrhoea, abdominal distension, swelling, mood swings, skin irritation, arthralgia, allergy to metals and malaise outcome was unknown and the inflammation and vitamin d decreased was resolving. The reporter considered abdominal distension, allergy to metals, amenorrhoea, arthralgia, device dislocation, fatigue, inflammation, malaise, mood swings, pelvic pain, skin irritation, swelling and vitamin d decreased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via patient¿s social media: ¿medical device removal, inflammation, sick quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Reporter information was added. Events: low vitamin d was added. On 23-mar-2020: social media content received: reporter added. On 23-mar-2020: social media content received: reporter added. On 23-mar-2020: social media received reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I am getting mine removed on the 25th') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced inflammation ("chronic inflammation"). The patient was treated with surgery (surgery to remove essure coils). Essure was removed. At the time of the report, the medical device removal and inflammation outcome was unknown. The reporter considered inflammation and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via patient¿s social media: ¿medical device removal, inflammation". Most recent follow-up information incorporated above includes: on 21-jan-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one of them has moved') and pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "I had ablation done the same day I had essure implanted". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), inflammation ("chronic inflammation"), fatigue ("tired"), amenorrhoea ("I haven't had a period in 10 years"), abdominal distension ("I still get massive bloat"), swelling ("swelling"), mood swings ("major mood swings"), skin irritation ("skin irritation"), arthralgia ("joint pain") and allergy to metals ("I'm allergic to nickel"). The patient was treated with 8-tetrahydrocannabinol, cannabinoids nos and surgery (hysterectomy). Essure was removed. At the time of the report, the device dislocation, pelvic pain, fatigue, amenorrhoea, abdominal distension, swelling, mood swings, skin irritation, arthralgia and allergy to metals outcome was unknown and the inflammation was resolving. The reporter considered abdominal distension, allergy to metals, amenorrhoea, arthralgia, device dislocation, fatigue, inflammation, mood swings, pelvic pain, skin irritation and swelling to be related to essure. Concerning the injuries reported in this case, the following ones were reported via patient¿s social media: ¿medical device removal, inflammation". Most recent follow-up information incorporated above includes: on 28-feb-2020: social media content received :l reporter added. Events added- medical device monitoring error, amenorrhoea, abdominal distension, swelling, mood swings, skin irritation, arthralgia, allergy to metals, device dislocation. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), inflammation ("chronic inflammation") and fatigue ("tired"). The patient was treated with 8-tetrahydrocannabinol, cannabinoids nos and surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain and fatigue outcome was unknown and the inflammation was resolving. The reporter considered fatigue, inflammation and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via patient¿s social media: ¿medical device removal, inflammation". Most recent follow-up information incorporated above includes: on 10-feb-2020: social media information received. Previously added event medical device removal was replaced with new event -pelvic pain and surgery was marked for it. Event outcome of inflammation nos was updated as recovering / resolving. Treatment drugs added. New event added: tired. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one of them has moved') and pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "I had ablation done the same day I had essure implanted". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), inflammation ("chronic inflammation"), fatigue ("tired"), amenorrhoea ("I haven't had a period in 10 years"), abdominal distension ("I still get massive bloat"), swelling ("swelling"), mood swings ("major mood swings"), skin irritation ("skin irritation"), arthralgia ("joint pain"), allergy to metals ("I'm allergic to nickel") and malaise ("sick"). The patient was treated with 8-tetrahydrocannabinol, cannabinoids nos and surgery (hysterectomy). Essure was removed. At the time of the report, the device dislocation, pelvic pain, fatigue, amenorrhoea, abdominal distension, swelling, mood swings, skin irritation, arthralgia, allergy to metals and malaise outcome was unknown and the inflammation was resolving. The reporter considered abdominal distension, allergy to metals, amenorrhoea, arthralgia, device dislocation, fatigue, inflammation, malaise, mood swings, pelvic pain, skin irritation and swelling to be related to essure. Concerning the injuries reported in this case, the following ones were reported via patient¿s social media: ¿medical device removal, inflammation, sick . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media report: reporter information and new event sick added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one of them has moved') and pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "I had ablation done the same day I had essure implanted". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), inflammation ("chronic inflammation"), fatigue ("tired"), amenorrhoea ("I haven't had a period in 10 years"), abdominal distension ("I still get massive bloat"), swelling ("swelling"), mood swings ("major mood swings"), skin irritation ("skin irritation"), arthralgia ("joint pain") and allergy to metals ("I'm allergic to nickel"). The patient was treated with 8-tetrahydrocannabinol, cannabinoids nos and surgery (hysterectomy). Essure was removed. At the time of the report, the device dislocation, pelvic pain, fatigue, amenorrhoea, abdominal distension, swelling, mood swings, skin irritation, arthralgia and allergy to metals outcome was unknown and the inflammation was resolving. The reporter considered abdominal distension, allergy to metals, amenorrhoea, arthralgia, device dislocation, fatigue, inflammation, mood swings, pelvic pain, skin irritation and swelling to be related to essure. Concerning the injuries reported in this case, the following ones were reported via patient¿s social media: ¿medical device removal, inflammation". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I am getting mine removed on the 25th') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced inflammation ("chronic inflammation"). The patient was treated with surgery (surgery to remove essure coils). At the time of the report, the medical device removal and inflammation outcome was unknown. The reporter considered inflammation and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via patient¿s social media: ¿medical device removal, inflammation". No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.